Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke off in the set screw. The tip was removed with suction. No patient complications were reported.

Manufacturer narrative:
(B)(4): the driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of the instrument identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.